Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vessel. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition after the procedure.